Event description:
It was reported that an ilet device exhibited rapid battery depletion requiring multiple charges per day, leading to a replacement ilet being shipped while the original unit was pending return; blood glucose control reportedly remained stable, but the frequent charging burdened caregiving staff. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no change in therapy beyond device replacement logistics. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.